Manufacturer narrative:
A ge representative evaluated the system and replaced the camera and camera cooling module. System operates as intended.

Event description:
Customer reported the system will not produce an image. No pt injury was reported.